Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that auto mode was active at the time of the incident.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that auto mode was active at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose values were 45 mg/dl, 65 mg/dl and 165 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer also stated that sensor had inaccurate readings that triggered threshold suspend alarm however insulin delivery was suspend due to sensor values. The insulin pump will not be returned for analysis.